Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2015. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed external inspection (not related to customer complaint). Functional testing failed and unable to review data log because the unit would not boot up. The reported event could not be found on issue date with the receiver.customer complaint not of no audio output was not confirmed. The root cause was determined to be a defective speaker.